Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((22jul2000, 16mar2004)), pregnancy, pregnancy induced hypertension, blood pressure high and back pain. Previously administered products included for an unreported indication: acetaminophen, hydrocortisone and ibuprofen. Concurrent conditions included swelling face, headache, neck pain, fever, chills, rhinorrhea, sore throat, cough, chest pain, dyspnea, periapical dental abscess, right upper quadrant pain, nausea, diarrhea, difficulty breathing, chest tightness, suprapubic pain, cervicitis and photophobia. Concomitant products included diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), magnesium, methylprednisolone sodium succinate (solu-medrol), metoclopramide (reglan), morphine and ondansetron (zofran). In april 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), endometriosis ("endometriosis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy exploration and tube removal). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain, multiple sclerosis, dyspareunia, migraine, headache, fatigue, weight increased, endometriosis, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, bladder disorder, dyspareunia, endometriosis, fatigue, headache, migraine, multiple sclerosis, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on 05-jul-2007: impression: no acute cardiopulmonary disease. Calcified granuloma is present in the right lower lobe.. Computerised tomogram abdomen - on 31-jan-2007: impression: 1 cm left renal cyst. Computerised tomogram thorax - on 05-jul-2007: impression: 1. No pulmonary embolus is noted. 2. 1 cm calcified granuloma is prese11 in the right lower lobe. 3. Patchy areas of ground glass attenuation are seen in both lungs.. Hysterosalpingogram - on 13-apr-2004: result-there is filling or both fallopian tubes to the level of the essure closing.; on 13-aug-2004: result: total bilateral occlusion.. Pregnancy test - on 05-jul-2007: negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraines, headaches, fatigue, weight gain most recent follow-up information incorporated above includes: on 31-may-2019: pfs+mr received: reporters were added. New events- multiple sclerosis, bladder problems, urinary tract disorder, migraines, headaches, dyspareunia, abdominal pain, fatigue, weight gain endometriosis were added. Concomitant conditions & drugs were added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.